Manufacturer narrative:
(B)(4): the customer reported that the unit unexpectedly shut down. The unit was evaluated at the customer site by a philips field service engineer who determined that the battery had malfunctioned causing an unexpected shutdown. The unit was tested with a known good battery which resolved the reported failure. The unit passed all testing with a good battery. The customer was instructed to replace the battery.

Event description:
The customer reported that the unit unexpectedly shut down.